Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device pneumatic system was evaluated and all pressures were found to be correct and stable. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Further inspection of the device identified that the cause of the issue was due to degraded piston foam and inadequate contact of scouring pad to the thermo compound in the vsx chamber. The piston foam and scouring pad were scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.